Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured in february 1-2, 2023. H11: the actual device was not available; however, a photograph of the sample was provided. Visual inspection of the photograph showed droplets of fluid on the outer surface of the infusor device which suggests a leak occurred. The reported condition was verified. The cause of leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the flow limiter. The device contained fluorouracil in 0.9% normal saline with total volume of 240ml. This occurred prior to patient use. The device was reconfigured to resolve the issue. There was no patient involvement. No additional information is available.